Event description:
N/a.

Manufacturer narrative:
After further review, this complaint is duplicate complaint. As a result, no follow up emdr is necessary, making it non-reportable to the FDA. Please cancel in your database.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue as green tab keeps popping out . No patient involvement. No harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.